Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
Additional information received. It was reported that the patient is experiencing pain and a loose cup. Attempts have been made; no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;b5;g3;h2;h6. Product remains implanted will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one year and eight months post implantation of a left total hip arthroplasty, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 30103202 lot# 66421477 g7 vit e neutral lnr 32mm b. Item# 51-104110 lot# j7649973 tprlc 133 t1 pps ho11x142mm. Item# 650-1162 lot# 3072319 delta cer fem hd 32/0mmt1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.